Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Staples did not deploy during functional testing. The device was disassembled, and it was identified that the sled component was missing. A review of the device history record could not be performed because the lot number was not provided. The root cause of this failure has been attributed to improper reject disposition by human intervention at an automated assembly station. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the additional review of the file, this report is updated from malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y anastomosis, while they were stapling the small bowel, there was a problem loading the reload. Also, the stapler was able to fire but no staples at all came out, only the blade cutting the tissue. At the beginning, the surgeon found some trouble trying to fire since the secure button didn¿t allow them to fire. When the secure button was pressed a few times the device was then able to fire. The central staple line was also incomplete. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y anastomosis, while they were stapling the small bowel, there was a problem loading the reload. Also, the stapler was able to fire but no staples at all came out, only the blade cutting the tissue. At the beginning, the surgeon found some trouble trying to fire since the secure button didn't allow them to fire. When the secure button was pressed a few times the device was then able to fire. The central staple line was also incomplete. Another reload was fired to fix the line and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.